Event description:
The customer reported having bad sensors alarms. Troubleshooting was performed, and the alarms were confirmed in the alarm history. The alarms occurred after two calibration errors, and more than two hours of inserting the sensor. Advised the customer to remove and insert a new sensor. The customer's glucose reading at time of call was 208mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. MFR report 1 of 2, medwatch report numbers: 2032227-2011-04254, 04255.